Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 247 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.